Event description:
The customer reported multiple occurrences of malfunction 12 with their pump, causing the device not to vibrate correctly when delivering insulin. This problem was first observed on (B)(6) 2025, and again on (B)(6) 2025. It resulted in the customer's blood glucose reading as "high," although specific values were not disclosed. The customer attempted to address the high blood glucose by administering a correction bolus via the pump and had managed to reset the malfunctioning pump. The pump was replaced to resolve the issue, and the customer will use current pump and multiple daily injections (mdi) for insulin therapy until the replacement arrives.